Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. Upon evaluation the monitor failed an incoming functionality test. A root cause investigation is underway. A supplemental report will be completed upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed an incoming functionality test. The last patient to use this monitor did not report any deficiencies.